Event description:
Voluntary medwatch report received noted the patient deceased due to cardiopulmonary arrest. No further information was provided and there is no known allegation from a health care professional that suggests that the death was related to their pacemaker system.